Manufacturer narrative:
Facility's rn nurse mgr stated that the pt died as a result of the multi system organ failure. Facility's rn nurse mgr stated that no gambro product caused or contributed in any way to this pt's death. According to the facility's rn nurse mgr, the prisma machine remains in service without any reported problem. This event is being reported as per gambro policy: all cases of pt death within 24 hours after end of the treatment are considered reportable regardless of any involvement of a gambro device.